Event description:
The pt reportedly experienced dizziness following initial implantation. The pt was treated with prednisone. The pt was reportedly improving; however, the pt experienced a severe case of dizziness and was admitted to the hospital. The pt was treated with valium intravenously to treat the dizziness. The pt continues to be monitored.